Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: during investigation, the original complaint was unable to be adequately investigated. The pump powered on to a blank display. There was no physical damage on the keypad. The keypad was removed and there were no defects found. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was moisture found on the keypad flex. The battery compartment was found to be cracked. The battery cap threads were stripped and unable to fit. The cap became stuck when it was removed. A test cap was able to fit for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.